Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported by the field clinical specialist (fcs), that during a transfemoral tavr with a 26mm sapien 3 ultra resilia valve, after valve deployment the shoulder of the 26mm commander delivery system (ds) balloon contacted the sinotubular junction (stj) calcium and ruptured the balloon. The patient was then assessed by transthoracic echocardiogram (tte), there was no damage to the ascending aorta, no pericardial effusion, and no paravalvular leak. The patient was hemodynamically stable and had a tte derived gradient of 2. They then tried to pull the ds back into the 14fr esheath+ but were unable to pull it back fully due to resistance. They went up and over the aorta iliac bifurcation and shot contrast. The angiogram showed dissections in the iliac but no significant extra vascularization. Vascular surgery was then called and performed a cut down to remove the ds and 14f esheath+. The patient was stable hemodynamically throughout the procedure. The valve was successfully implanted, and the patient is stable and discharged.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: device code, type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided and the delivery system was incompletely withdrawn through the sheath with a fully circumferential radial and longitudinal ballon burst near proximal balloon shoulder. The guidewire shaft appeared cut at the balloon spring, with the nose tip and distal balloon assembly fully separated not visible in the imagery provided. Additionally, the patient screening CT images revealed the presence of calcification at the landing zone and calcification/tortuosity in the access vasculature. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on provided imagery. Available information suggests patient factors (calcification) likely contributed to the event as the patient screening CT images revealed the presence of calcification in patient anatomy. Patient factors (i.e. Calcification, tortuosity, scar tissue, or small vessel size) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during withdrawal. The complaint for inability to withdraw system through sheath was confirmed based on provided imagery. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the event. As the balloon had burst, the altered balloon profile may have made it more susceptible to catch on the distal end of sheath tip, which could have led to the observed withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.